Manufacturer narrative:
Follow-up # 1 date of submission 1/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/18/2016 with the following findings: during visual inspection of the pump, it was observed that the cartridge compartment had a crack at its threads and had missing threads. The returned cartridge cap was able to securely attach to the pump. Unrelated to the initial complaint, it was observed that the battery compartment was cracked on the side from the case seal traveling up along the side of the bumper toward the battery compartment threads. Also unrelated to the initial complaint, it was observed that the pump case was cracked at the top and bottom right corners of the display lens at the case seal and the display screen was dim and faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.